Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Only the top portion of the cannula with the circular seal was received. The circular seal was cut. The condition of the product precluded functional testing. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon place 12 mm large clip applier manufactured down the trocar to clip vessels upon removing the instrument and inserting 5mm instrument, the seal was leaking air. Current patient status: fine. A new 12 mm sleeve was introduced on the field and surgeon replaced faulty seal with the seal from the new sleeve.